Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed motor error alarm, as well as multiple other error alarms. The blood glucose reading was 120 mg/dl. The customer stated that he was able to reload the insulin pump after he pressed the drive support cap back in, but he had to repeatedly do this to proceed. He was advised against doing this due to the risk of pushing insulin into his body. No significant events leading to the alarm were noted. He noted that he had stopped using the insulin pump for a while, reverting back to manual injections, but began insulin pump therapy again for about a month before it malfunctioned again. He stated that this time it had alarmed motor error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose drive support disk. No unexpected prime alarm noted. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window and missing end cap sticker.